Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Pd therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.